Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
On (B)(6) 2011, the vns implanting surgeon reported to the manufacturer's consultant that the vns patient had an infection at the generator site that started after her surgery on (B)(6) 2011. The infection was cultured and found to be serratia. The patient was receiving antibiotics and her condition was improving. The patient was taken to the ICU because her seizures would not stop and the patient was put in a medically induced coma. The patient's wound from the infection had healed but opened up again. Another culture was done which revealed serratia. The patient's implanting surgeon recommended that the patient's wound be opened, rinsed out, and then closed with a drain in it. He also recommended that she be left on IV antibiotics for a month or two. The surgeon said this treatment worked on her previously and her wound had healed. The second option he recommended would be to explant the generator only and then sterilize her infection and re-implant the generator in 6-12 months. The patient's implanting surgeon further reported that the patient presented with the infection during her follow-up with him on (B)(6) 2011. The patient was already on a strong antibiotic that the neurologist had prescribed. The patient's mother believes that the patient's increase in seizures were caused by the antibiotic she was on. The surgeon does not know what the increase in seizures are attributed to. The surgeon believes that the patient's infection is due to the surgery and not to any patient trauma or manipulation. The patient seemed to be improving on (B)(6) 2011, but then started to get worse again. The patient's neurologist reported that the patient's seizures are related to her infection and baseline intractable seizure disorder. He said that the patient is experiencing a multitude of seizures but that it is usual for the patient. The patient's mother does not want the vns explanted so they are treating very aggressively with antibiotics. The patient's infection and increased seizures were noticed the first week post-operation, therefore, the week of (B)(6) 2011. He reported that the patient's infection was dealt with by IV and antibiotics. The physician also reported that the frequency of the patient's seizures have gone from 40-50 a day down to 1-2 a week (prior to the infection). The neurosurgeon at the patient's hospital reported that on (B)(6) 2011, he irrigated and revised the wound. The patient came off the ventilator on (B)(6) 2011 and was transferred to the "floor." The patient was on a continuous eeg which showed clinical and subclinical seizures. The patient's infection of serratia was not deep; it was a superficial wound that did not travel all the way to the generator and there was no necrosis. The patient is currently on medication and seems to be healing well. The manufacturing records were reviewed and sterilization was confirmed for the patient's generator. If additional information is received, it will be reported.